Manufacturer narrative:
A ge field engineer repaired the collimator. Service personnel have been retrained on collimator preventive maintenance procedures.

Event description:
It was reported that the collimator fell from the lube interface. No injury was reported. A serious injury could result if the collimator contacted the patient or the operator.